Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed this testing. An external/internal inspection was performed and found no issues. A short simulated therapy was performed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be that the clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain two of four of peritoneal dialysis therapy. It was determined that the patient¿s fill volume was 2000ml and they drained 3527ml. The patient felt full, bloated, and distended. The technical service representative assisted with ending therapy. The patient planned to complete therapy using manual supplies. No additional information is available.